Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss assisted the customer in testing their handpiece over the phone. The customer tested the handpiece and found the handpiece had intermittent torsional power. After increasing the power to 100% amplitude the torsional power sounded normal. The handpiece then had power at 60% amplitude after testing. The tss recommended the handpiece be exchanged. No sample was returned for eval and no add'l info was received related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this handpiece. The root cause of the customer reported phaco issue cannot be determined. (B)(4).

Event description:
A customer reported that during surgery, there was decreased and intermittent torsional power. The procedure was completed with an alternate handpiece, and there was no harm to the pt.